Event description:
Pt admitted to hospital for removal and replacement of breast implants secondary to rupture. The breast implants have been placed in 1996. Pt requested to have possession of ruptured breast implants.